Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room. An alarm was noted, but log files were unable to be downloaded. The site had concern for a data wire fracture. The customer attempted to download the log files using different universal serial bus (usb) sticks but could only download the portable document format (pdf) report. The pdf was reviewed. From the initial report on the pdf, there were no low-speed advisory or pump stoppages seen. The system controller was very old and was exchanged. X-rays were also obtained. The submitted x-rays showed no obvious areas of concern. It looked like it was a driveline cosmetic issue. Tape was applied to the driveline, which was recommended by technical services, and this resolved the issue. It was confirmed that log file data was able to be downloaded from the replacement system controller were submitted for review. The log files contained alarms associated with the system controller exchange. Following these initial alarms the log contained a few pulsatility index (pi) events as well as routine power source changes. No abnormal alarms or events were recorded. The pump appeared to be operating as intended. Related MFR 2916596-2024-01839.

Manufacturer narrative:
Section d1: brand name was corrected section d4: UDI was corrected manufacturer¿s investigation conclusion: the reported event of the system controller not being able to download log files was not confirmed. The system controller (serial number: (B)(6) was returned for analysis. The system controller was functionally tested and operated as intended. Log files were able to be downloaded from the system controller without issue. A review of the downloaded log file contained events spanning approximately 14 days (07mar2024 at 03:39:13 through 20mar2024 at 15:59:58 per timestamps). The driveline was disconnected for a system controller exchange at 03:59:00 on (B)(6) 2024. The pump operated as intended throughout the log file. The root cause for the reported event could not be conclusively determined through this analysis. Device history records were reviewed for the system controller (serial (B)(6) and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller, including inspecting the system controller¿s power connector cables, and power connector pins for dirt or grease. Heartmate ii instructions for use section 4 ¿system monitor¿ explains the steps to take to download log files from the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU)under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain that at least one system controller power cable must be connected to a power source at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.